Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the left ventricle lead exhibited low pacing impedance. Programming changes were made. The patient was stable and would continue to be monitored.